Event description:
Customer called in to report that the power adapter to her pump broke. When she pulled it from the outlet, the adapter came apart, which is a safety risk.

Manufacturer narrative:
A replacement power adapter was sent to the customer. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. The product involved in the complaint was not returned for evaluation/investigation at this time therefore, no conclusions can be made as to the cause of the event. Attempts to retrieve the product and to get additional complaint information is ongoing. The cause of the breach in the rev n transformer has not bee determined at this time. The issue is currently being investigated under (B)(4).